Event description:
The customer reported that the unit's ice block frozen over. Additionall, the backup cardioplegia was not cooling.

Manufacturer narrative:
The manufacturer is reporting the following complaint after a voluntary review of all complaints (reportable or not) since 2016. This report is being filed now, after being scrutinized under a newly revised risk matrix, recently adopted after inspection. The customer notified cardioquip, that a patient was involved during the malfunction although no patient information was communicated. Cardioquip's investigation found that the refrigeration module was producing a larger ice block that caused obstructions in the mch-1000(I) cpg flow path. The refrigeration module's controllers were recalibrated to reduce the size of the ice block. The device passed inspection and is fully operational.